Manufacturer narrative:
No patient involvement was reported. Date of event: date of device breakage is not known. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip is broken off on a cruciform screwdriver. This was discovered in sterile processing. No known procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: manufacturer name, city and state. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The screwdriver tip has two of the flanges broken off. The remaining flanges are twisted and deformed in the direction of screw removal. The handle has a chip missing from the proximal end and there are multiple small cracks in the handle. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The returned screwdriver is etched with part number 313.96.96, with no lot number etched. The device was determined to be made to drawing revision g. The drawing was updated to allow for 313.96.96 to be etched on the part. Later revision added a requirement to etch the lot number on the device. Based on this the device was manufactured between june 1996 and february 1997. Making the device over 20 years old. The drawings were reviewed during investigation. There is no indication that material or hardness issues contributed to the complaint condition as the device was in use for over 20 years. Dimensional inspection of the broken tip could not be performed due to the post manufacturing damage. No DHR review could be completed as the lot number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.